Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not alarming no delivery. Troubleshooting was performed. The customer disconnected at the quick released, ran a 1.0 units and the insulin exited. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.